Manufacturer narrative:
H3 : device was evaluated by a third party field service engineer.

Event description:
The manufacturer received information alleging a ventilator's solenoid valve was malfunctioning. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's solenoid valve needs to be replaced to address the issue.